Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 21 units and it was filled with approximately 91 units of insulin. The customer¿s blood glucose level was 423mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.